Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, episodes of pacing inhibition due to noise in the right ventricular channel were found. The patient presented in clinic for follow-up on (B)(6) 2017 and the noise could not be reproduced with isometrics. The patient was asymptomatic during these episodes. No intervention was performed and the patient would continue to be monitored.